Event description:
It was reported that during the cervical surgical procedure, a piece of the tool broke off and fall into the patient. The customer cannot assess if the tool piece is still in the patient and unable to found. It was reported that the patient was alive with injury. Additional information regarding the event was being followed up from the facility. On follow-up no further information was provided on patient impact.

Manufacturer narrative:
H3: no evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. B3:date of notification:18-aug-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: device was returned and the evaluation anticipated but not yet begun. B3: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the cervical surgical procedure, a piece of the tool broke off and fall into the patient. The customer cannot assess if the tool piece is still in the patient and unable to found. It was reported that the patient was alive with injury. On follow-up no further information was provided on patient impact. On follow-up it was reported that there were no broken pieces left inside the patient and the procedure was completed using a back-up device.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn as the device was lost in internal transit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.